Event description:
On (B)(6) 2011, pt reported experiencing a wet infusion site when bolusing. Pt is new to pump therapy. Pt stated she inserted the infusion set on monday and noticed the issue on tuesday. Pt reported experiencing slightly elevated blood glucose levels and was able to self-treat with injections. Blood glucose levels were not provided. Pt's normal blood glucose is 200 mg/dl. Pt stated her blood glucose levels are back to normal after changing the infusion site. Pt no longer has the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No pt return was requested.

Manufacturer narrative:
No product will be returned for eval.